Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es stock out was not printed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the controlled medication (lorazepam 2mg/ml) was stocked out from the machine, but the report was not printed. A technical support specialist assisted the customer to restart the printer spooler service to resolve the issue and confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist repaired the device.